Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "late seroma", edema, and "peri implant liquid" for right side. The device remains implanted. "Conservative/ montelukast" indicated as treatment.

Event description:
Healthcare professional reported "late seroma", edema, and "peri implant liquid" for right side. The device remains implanted. "Conservative/ montelukast" indicated as treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., b.7., d.6.

Event description:
Healthcare professional reported "late seroma", edema, and "peri implant liquid" for right side. Patient representative reported "patient noticed that breast devices implanted were recalled by the company. Patient got terrified and worried with the possibility of developing cancer", "patient got more worried when started to feel intense pain and discomfort in both breasts", "diffuse thickening and enhancement of the capsule are associated". The device remains implanted. "Conservative/ montelucast" indicated as treatment.